Event description:
Rn reported a pt received more than twice the intended amount of heparin during treatment on a system 1000 hemodialysis device. The device was programmed to infuse an amount of heparin based on a 10cc syringe volume, however a 30cc syringe was used. 10cc of heparin was infused rather than the intended 4cc. Rn stated that there was no pt injury or medical intervention associated with this incident. The pt continued dialysis on the same device without any problems.